Event description:
It was reported that the caregiver was having a difficult time engaging the brake/steer function. It was alleged that a caregiver was injured. Further information was not provided.

Manufacturer narrative:
A stryker representative performed several trainings with the user facility staff since the issue occurred and had not found any defect with the brakes on the stretchers that were used. Since the training the user facility had not received any additional reports of difficultly engaging the brakes. Further information regarding the user injury was not provided.

Event description:
It was reported that the caregiver was having a difficult time engaging the brake/steer function. It was alleged that a caregiver was injured. Further information was not provided.

Manufacturer narrative:
It was reported that the caregiver strained their groin. The caregiver experienced mild pain and discomfort but did not seek medical treatment, just self administered treatment. Clinical signs code and health impact code have been updated.

Event description:
It was reported that the caregiver was having a difficult time engaging the brake/steer function. It was reported that the caregiver strained their groin.